Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm emerge ballloon catheter was selected to dilate the target lesion. When the physician started to push the device into the patient's body a slight kink in the shaft was noted. The physician pull out the device and the shaft was separated at the kinked area. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge inner packaging pouch. The batch number on the packaging and device match the reported batch. The balloon was tightly folded. The hypotube was fractured 47.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple kinks throughout the catheter. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).